Manufacturer narrative:
This file has been merged to an existing duplicate file; refer to rr #3004209178-2024-05913 for further updates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2023-oct-12 information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an impedance issue. On 2023-oct-17 additional information was received from the manufacturer representative (rep). The rep provided missing information. They were notified after normal reprogramming appt on october 12th. No symptoms were reported. Multiple impedances were reporting high and telling to avoid. Rep provided photo with values of 25810, 26670, 25760, 26620. Patient denies any event that could have caused a fall or slip to provide reasoning for the multiple impedance issues. Troubleshooting stimulation was done to provide relief for the patient. Patient was talked to about potential replacement if patient does have further impedance issues. Used different electrodes to provide stimulation. On 2024-apr-02 the rep reported the patient had full system replacement on 4/2. Devices will be returned to manufacturer and registration was updated.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6); implanted: (B)(6) 2023. Explanted: (B)(6) 2024. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.